Event description:
Information received from patient reported that they had stimulation from their implantable neurostimulator (ins) in an undesired location. The patient felt the stimulation down the left leg and to the right side of the hip/knee areas. They tried to make multiple adjustments with the programmer but still did not feel the stimulation in the correct area of the lower back. The patient stated that prior to the stimulation location changing, they had made several adjustments to the therapy as well. It was confirmed that they could feel the stimulation. The patient declined any troubleshooting. Additional information received reported that stimulation was not covering the patient's pain on a daily basis. The patient stated that they are a fall risk and had fallen many times which could be related to stimulation issue. The patient noted that they had fallen and noticed a change in the therapy but did not recall when that was. The issue was reported as a gradual change. The patient mentioned that the stimulation was not covering their pain and had tried to make adjustments to cover the pain. The indications for use for the implanted device were noted as multiple back operations and postlaminectomy pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they got they spoke with the patient and would help them find a physician they could go to regarding their device. The patient was in a lot of pain because the stimulator was non-functional and was back on opiates.

Event description:
Additional information was received from the patient. It was reported that the ins was not working properly prior to (B)(6) 2016. On (B)(6) 2016, the patient was involved in an automobile accident and his back was jarred. Since then the ins was not working at all and the patient had a lot of difficulty with pain. The patient's stimulation was not covering his pain areas even with it turned up high all the patient could do was lie there. A loss of therapy was noted. The patient had called three healthcare professionals who told him that he needed to have an MRI first before they would see him, but the patient couldn't have an MRI because of the stimulator. The issue with spinal cord stimulation not working properly began in 2016, sometime around (B)(6). Additional information was received from the patient. It was reported that he called five doctors but they didn't want to take him unless he had a referral and the patient didn't currently have a doctor. The patient had trouble walking and moving, and also had constant pain down the left leg and lower back. These symptoms had been since (B)(6) of 2016 and came on suddenly. It was noted that the ins turned on but didn't do anything since (B)(6) 2016, but this was noticed on (B)(6) 2016. Additional information was received from the patient. It was noted that as of 2016-sep-12, it would take at least a week before the patient could get a referral and been seen by another healthcare professional (hcp). The patient noted that he might have to go to the emergency room for right now to try and make it better. Additional information was received from a manufacturer representative (rep) who spoke to the patient and was to help him find a physician he could go to regarding his device. Additional information was received from the patient. It was reported that the patient went to the emergency room for pain shots. The patient still had no managing hcp as of 2016-sep-27 as no hcp wanted to see him without medical records and it would take two weeks to provide his medical records. The patient wanted to have it resolved soon. The patient asked if he could meet with a rep for reprogramming. Additional information was received from the rep. It was reported that they were in the process of getting the patient seen by a physician who managed the manufacturer's pain devices. The patient was in talks with them and was waiting to get approved for the rep to go into the office and interrogate the device.

Event description:
Additional information was received from the patient. It was reported that the patient had been in excruciating pain since the car accident and the ins quit working in (B)(6) 2016. The patient finally got a surgeon who would replace the ins. It was noted that the patient was a patient of a (B)(6) hospital and he did not have a managing hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient repeated previous information. The patient stated that they are having trouble getting the manufacturer's representative (rep) healthcare provider (hcp) and themselves together for an appointment. It was reviewed that the patient could get an appointment with the hcp and a rep could come to the meeting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. The patient reported that they have found a hcp and waiting to get an appointment. The patient wanted to make sure the rep was there and works in unison with the doctor. Product service specialist told the patient that once he has the surgery date to have the doctor call the manufacture to schedule for a rep to be present. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID 377860 lot# v014698 implanted: (B)(6)2007 product type lead product ID 3778-60 (B)(4) implanted: (B)(6)2007 product type lead product ID neu_ins_stimulator serial# unknown implanted: (B)(6)2018 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2018, reporting that the patient had a revision. It was reported that their previous battery was replaced this past friday on (B)(6)2018. The patient stated that they believed their battery was working but their therapy was not covering the area where they needed relief. The patient¿s target pain was sciatic pain, which caused the patient to be unable to straighten up or walk more than 10 feet. The patient stated that they could turn their stimulation on and felt it, but it was not in the right area. The patient stated that their therapy worked well before they were in an auto accident on (B)(6)2016. The stimulation changed after the accident. It was reported that after the accident it ¿quit working and just stopped¿. The patient stated that their healthcare provider (hcp) conducted CT scans, but told the patient that ¿everything was intact¿. The patient did not believe the hcp though. The patient later started working with a different hcp who removed their old battery and replaced it. It was reported a trauma was related to the issue. Their hcp surgically removed and replaced the ins, and although the patient wanted the leads to be replaced as well, the patient stated that the hcp just replaced the ins as they wanted to perform the least invasive option possible. The loss of pain relief, return of target pain, stimulation in the wrong location, their device not working and just stopping all started on (B)(6)2016. It was then reported that their hcp should have changed their battery and lead, as the patient believed the old battery. The patient did not understand why their healthcare provider only wanted to change the battery. The patient stated that their therapy was still not helping their target sciatic pain. They stated that they ¿only had one channel¿ and the stimulation was not going to the correct area. The patient stated that their hcp wouldn¿t listen to them and their hcp just decided to change the battery because it was less invasive. The patient was unsure which ins was just implanted and did not have any device information available. The patient just stated that they had to charge the internal device and the external device. The patient was redirected to follow-up with their healthcare provider to address their lack of pain relief, stimulation in the wrong location and only having on channel. It was reported the event had occurred since implant of their new ins (B)(6)2018. It was also mentioned that the patient liked their old battery better than the new one because they had to charge the new one. However, it was reviewed with the patient that their old ins was rechargeable as well, but the patient didn¿t¿ seem to understand this. The patient confirmed the serial number of their old ins which matched registration though the patient seemed to think it was non-rechargeable and registration showed it was rechargeable. No further complications were reported/anticipated. Additional information was received from the patient on (B)(6)2018, reporting that they called back to ask for manufacturing representative to be at their next appointment to provide more programs. The patient indicated that they think their appointment is scheduled for (B)(6)2018, but were not sure of the time. It was recommended that pen contact their hcp and have them request a rep be there for programming and the hcp with coordinate schedules with the field rep. No further complications were reported/anticipated. Reference regulatory report 3007566237-2018-00478